Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 101 mg/dl and 190 mg/dl, 260 mg/dl, and 115 mg/dl the comparisons were obtained on different occasions. No actions taken based on device results. No adverse event reported. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.